Event description:
Factory failure analysis of a returned power supply and battery revealed component failures that can result in a shut down of the ventilator during operation. The noted component failures in both parts would result in the ventilator having no alternate power if either power source failed. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.